Manufacturer narrative:
The reason for the alleged observations could not be determined. The product has not been returned for analysis. It can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this insertable cardiac monitor (icm) reached the recommended replacement time earlier than expected. Boston scientific technical services (ts) recommended following the message and replacing the device. The patient underwent a surgical intervention to remove the icm once it reached end of service (eos) a few months later and a similar device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) reached the recommended replacement time earlier than expected. Boston scientific technical services (ts) recommended following the message and replacing the device. The patient underwent a surgical intervention to remove the icm once it reached end of service (eos) a few months later and a similar device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found that the battery was depleting irregularly and faster than expected. Probable cause could not be determined because the failure mode could not be replicated.